Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were not responding and sounds louder while priming. Customers blood glucose level was unknown. Customer also stated that the insulin pump had battery going through quicker. The buttons of the insulin pump were harder to press. Trouble shooting for malfunction was declined by the customer. The insulin pump will not be returned for analysis.